Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The internal battery was replaced to address the issue.